Manufacturer narrative:
(B)(4) = breakaway washer cut off center. The analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: did the device cut completely? The device did cut completely. Did all the staples fire, but only half of them formed? All the staples fired but half did not form to a "b" shape staple. Did the device fire a complete staple line? And no, the device did not fire a complete staple line.

Event description:
It was reported that during a hemorrhoidectomy procedure, when firing the device the donut did not form properly and therefore only partially stapled the area. Completed the procedure with sutures. There were no adverse consequences for the patient reported.